Event description:
It has been reported to philips that no exposures are possible, only flouro. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Upon functional testing the fse found that the drive tray in the x-ray pc was defective. Review of the system log file showed that the x-ray-pc was malfunctioned. The fse replaced the x-ray pc and restored the system configuration. After replacement of the x-ray pc and restoring of the system configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.